Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endo anchoring system was used as an accessory device for the endovascular treatment of a type ia endoleak in a previously implanted endologix stent graft system (implanted 6 years previously). Aaa diameter measured 60mm with a proximal neck angulation of 20 degrees. 50% thrombus at seal zone and 10% calcium at seal zone. During the procedure, it was reported that 8 endoanchors were implanted along with a non-mdt excluder iliac branch excluder internal iliac devices. At the end of the procedure it was reported that there was a persistent type ia endoleak present. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Additional information received reported that on the (B)(6) 2018 a CT scan identified a type ia endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Failure to follow instruction for use of heli-fx endoanchors with non medtronic stent graft bifurcate device listed as not compatible in IFU. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the investigator the endoleak noted on CT may be a type ii endoleak located at the lumbar artery.